Event description:
It was reported that an ilet did not charge after being placed on the charging pad, with the indicator light remaining green and the device progressing from low battery to no power despite extended charging; the user confirmed the pad worked with a phone and tried a different outlet, and the issue was characterized as premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user remained on backup therapy with blood glucose unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.